Manufacturer narrative:
(B)(4)

Event description:
The distributor contacted dexcom technical support on (B)(6) 2015, to report that there was no audio output from their dexcom receiver on (B)(6) 2015 on behalf of the patient. No medical intervention or injuries were reported.